Event description:
It was initially reported in clinic notes that the patient has sleep apnea. The relationship to vns is unknown at this time. The patient was being referred to another physician to be fitted for a mouth piece. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received indicating the patient's sleep apnea is not related to vns. The patient had the sleep apnea prior to vns and vns has not been reported to have affected it.